Event description:
A peritoneal dialysis (pd) patient contacted (B)(6) customer service to advise the island dressing irritates her skin, the patient involvement is unknown however there was no harm or adverse event reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).